Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04285. It was reported the pt was in an automobile accident, and felt the stimulation had changed. The pt met with the physician and a myelogram was performed. It was reported the physician felt surgical intervention was needed to be performed on the system. The pt also reported the ipg would turn off on its own. The physician replaced the lead and the ipg. It was reported the devices would not be returned as they were discarded.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.